Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that when trying to get an image, the workstation left monitor was dark. This resulted in a total loss of imaging functionality. This could result in the delay of a procedure. There is no report of injury or death associated with this event.